Event description:
Patient had three hsv 2 positive tests (index values = 1.54, 1.22, 1.16) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Reference report: mw5116672, mw5116674.